Event description:
It was reported that this pacemaker recorded farfield signals and right ventricular (rv) lead deflection morphology for real ventricular tachycardia (vt). This device remains in service. No adverse patient effects were reported.